Event description:
Pt reported pump stating `resume: pt was able to troubleshoot pump and press `repeat rx` to infuse. Last month pump stopped early due to air bubbles so the 'resume' was highlighted. No further issues. No missed doses. No adverse events. No replacement pump needed at this time. Serial number not provided. Nonfamilial hypogammaglobulinemia.